Manufacturer narrative:
(B)(4). The customer did not report the incident to carefusion until several months later, after a separate and unrelated issue occurred. Carefusion records indicate that the device was not serviced between the time of this reported event and the newly reported issue. It is suspected that the reported ventilator issues occurred due to the customer not properly charging the ventilator with an appropriate power source, along with the patient's sedation issues, which contributed to the experienced issues. As the customer has recently reported another issue, it is suspected that the device was placed back into patient use after this incident, so a manufacturer evaluation for this incident could not be performed.

Event description:
It was reported to carefusion that the ltv ventilator stopped working while in use on a patient during a transport. The customer reported that the ventilator first alarmed low battery as they forgot to plug in the ventilator into a power source. After trying to turn on the inverter within their ambulance, he plugged the ventilator in but said it was not charging. The customer then reported that the patient was waking up from sedation, becoming combative, vomiting, and trying to extubate themselves, so he became busy with the patient. The customer then noticed that the ventilator stopped working, so he turned it off and back on but it gave a mechanical failure alarm. The patient was manually ventilated and the crew rerouted to the nearest hospital due to the ventilator and sedation issues. The customer stated that the patient was monitored and all vital signs were stable throughout the transport, so there was no patient harm associated with this complaint.

Manufacturer narrative:
Device available for evaluation should be no, with no date entry and box selection, as the device was not returned in relation to that reported issue. The device was received after a different reported issue, please see below for the reference. Additional information: the device was received, evaluated, and reported under medwatch reporting number 2031702-2017-01859.